Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2013, the pt name was not correctly displayed: it was displayed as "xxxx" in pt data screen although it was correctly entered. An explanation is required.